Event description:
It was reported that a few minutes after the patient connected to their mobile power unit (mpu) it alarmed for "no external power". The alarm could sometimes be resolved by manipulating the mpu patient cable. After exchanging the mpu no alarms occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. Visual inspection of the returned mobile power unit, serial (B)(6), revealed a puncture silicone jacket on the patient cable. The unit was connected to a mock circulatory loop and reproduced the alarm. The issue was isolated to its patient cable. A purchase order was requested for the repair of this unit, but the customer instructed to discard the unit. No further testing was performed. A root cause of the reported event was determined to be damaged patient cable. The cause of the damage sustained to the patient cable could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.